Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "rupture" and was "encapsulated and leaking." Healthcare professional reported left side capsular contracture baker grade unknown "the worst". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: brown and yellow particles, extended opening, observed a dark circle around the patch, brown encapsulation, fold creases and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: a curved sharp opening on posterior side in the same location of crease assessed as fold flaw opening, two curved striated opening on anterior and posterior side assessed as surgical damage and an extended sharp opening on radius side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is a sharp crease opening assessed as fold flaw opening, and two curved striated openings assessed as surgical damage, and a sharp opening assessed as unidentified (tear) opening.

Event description:
Patient reported left side "rupture" and was "encapsulated and leaking." Healthcare professional reported left side capsular contracture baker grade unknown "the worst". Device was explanted.